Manufacturer narrative:
Updated fields: h2, h11. Additional information: although, there was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; however, isi did receive the vessel sealer extend instrument for failure analysis (fa) evaluation. Fa investigations could not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests on 3 of 3 attempts. The instrument was recognized by the e100 generator. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. The instrument passed seal and cut tests successfully. There was no physical damage observed during testing. There was one e100 recoverable error, but it was not related to the instrument. No product issue was identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the cause of the complication cannot be determined.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y), paraoesophageal hiatal hernia repair, and cholecystectomy procedure, there was a minimal amount of expected bleeding from a vessel on stomach tissue, which was resolved with the use of a clip applier and tisseel (a fibrin sealant). Although the customer stated no da vinci instruments or products caused/contributed to this bleeding event, the cause of the complication is unknown. The procedure was successfully completed robotically with no reports of adverse effects or post-operative complications due to this event.